Event description:
One touch ultra was showing 3 dashes when powering on. The patient did not obtain a reading on the reported meter. The patient did not report any symptoms at the time of the occurrence. The patient took insulin after attempted use of the meter and went to a medical professional where more insulin was given. The patient stated the readings were "high" when visiting the medical professional. The customer service representative verified that the 3 dashes were on the display. The patient neither alleged harm nor experienced injury. Based on the information supplied by the patient, there is indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter was replaced and return is expected.